Manufacturer narrative:
G2: country of origin - germany h3: product analysis: product:7752526, lot no:unknown the breakage is consistent with overload applied during tightening of the screws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-operative diagnosis for this procedure was cervical myelopathie. It was reported that the defective crosslinks has been connected, the setscrew was broken. Levels implanted were c3-t1. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that a new crosslink and setscrew was used.